Event description:
Hcp reported the pt presented with unknown symptoms in 2002. A culture of the csf was positive for staph meningitis. The pt was treated with IV antibiotics and total device system explant. The infection resolved and there was no drug withdrawal. The pt had risk factors of decubitus ulcers, urinary tract infections, and debilitated status.